Manufacturer narrative:
The device manufacture date was documented as may 1,2007 in the initial report. The device manufacture date has been updated as may 7, 2007. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reverse trigger was stuck. It was further observed that the device would not run and had no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing it was discovered that the driver was frozen on the compact air drive device. During in-house engineering evaluation, it was observed that the reverse trigger was stuck. It was further observed that the device would not run and had no power. The event was not reported to have occurred during surgery. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.